Manufacturer narrative:
(B)(4). The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility representative reported "while pumping delivering too much fluid and when turned off it sometimes will continue to flow" during an unknown step of patient use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.